Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump software did not accurately adjust insulin delivery and did not suspend insulin delivery. Customer's blood glucose was approximately 220 mg/dl. Reportedly, customer continued to use pump for insulin delivery.